Event description:
The reporter called and alleged discrepant results when compared to the lab for two patients during a correlation. The reported device result/lab inr was 3.7/2.79 and 2.0/1.0. The reporter declined product replacement.